Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/23/2019.

Event description:
The customer reported a loud noise occurring on inhalation. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date rec¿d by MFR: 30oct2019. Date of report: 30oct2019. Added the results and conclusion codes back. The technician replaced the blower assembly to address the reported problem. Noisy blower is not a reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 09oct2019. Date of report: 10oct2019. The manufacturer¿s international service technician confirmed the blower noise issue. The manufacturer¿s international service technician replaced the blower assembly to address the reported problem. The unit was shipped back to the customer on (B)(6) 2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a loud noise occurring on inhalation. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date received by manufacturer: 30oct2019. Date of report: 30oct2019. After further investigation. This report was submitted in error. This issue is not reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.